Event description:
It was reported that remote monitoring showed episodes of lead noise. Lead replacement was scheduled. No further information is available at this time.

Event description:
New information received notes that the device therapy was turned off. The lead remains implanted. The patient was physically fine, but psychologically unstable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.